Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), sphincter of oddi dysfunction ("diagnosed with sphinter of oddi dysfunction") and pancreatitis ("pancreatitis") in a female patient who had essure (batch no. B63028-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, pancreatitis, fibroadenoma of breast and cellulitis. Concomitant products included cilest (tri-sprintec), clonazepam, cyclobenzaprine hydrochloride (flexeril), dicycloverine hydrochloride (bentyl), doxepin, gabapentin, hydrocodone, medroxyprogesterone (depo provera), ondansetron (zofran), salbutamol (albuterol), sertraline and sucralfate (carafate). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced hypoaesthesia ("numbness") and neuralgia ("neurological conditions or problems type: nerve pain"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced muscle twitching ("twitching and fluttering in her abdomen-back joints; chest; leg neck; spine; hip"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), feeling abnormal ("brain fog"), confusional state ("confusion"), dyspepsia ("digestive issues"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: increase in depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("severe abdominal pain/ abdominal spasms"), sphincter of oddi dysfunction (seriousness criterion medically significant), pancreatitis (seriousness criterion medically significant), vomiting ("vomiting"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating/ gas"), night sweats ("night sweats"), dizziness ("dizziness") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypoaesthesia, feeling abnormal, confusional state, dyspepsia, depression, migraine, headache, tooth disorder, neuralgia, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, sphincter of oddi dysfunction, pancreatitis, diarrhoea, constipation, abdominal distension, night sweats, muscle twitching and dizziness outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, fatigue, abdominal pain, vomiting and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, confusional state, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, headache, hypoaesthesia, menorrhagia, migraine, muscle twitching, nausea, neuralgia, night sweats, pancreatitis, pelvic pain, sphincter of oddi dysfunction, tooth disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 122.449 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid ). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), sphincter of oddi dysfunction ("diagnosed with sphinter of oddi dysfunction") and pancreatitis ("pancreatitis") in a 39-year-old female patient who had essure (batch no. B63028-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, pancreatitis, fibroadenoma of breast and cellulitis. Concomitant products included cilest (tri-sprintec), clonazepam, cyclobenzaprine hydrochloride (flexeril), dicycloverine hydrochloride (bentyl), doxepin, gabapentin, hydrocodone, medroxyprogesterone (depo provera), ondansetron (zofran), salbutamol (albuterol), sertraline and sucralfate (carafate). On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2014, the patient experienced vaginal haemorrhage ("spotting") and menorrhagia ("menorrhagia"). In 2014, the patient experienced hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), depression ("psychological or psychiatric problems condition: increase in depression"), neuralgia ("neurological conditions or problems type: nerve pain") and vaginal discharge ("vaginal discharge"). In june 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sphincter of oddi dysfunction (seriousness criterion medically significant), pancreatitis (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain/ abdominal spasms"), vomiting ("vomiting"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating/ gas"), night sweats ("night sweats"), muscle twitching ("twitching and fluttering in her abdomen-back joints; chest; leg neck; spine; hip"), dizziness ("dizziness"), alopecia ("hair loss"), flatulence ("gastrointestinal or digestive system condition - type: gas"), arthralgia ("joint pain / hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain") and spinal pain ("spine pain"). In january 2016, the patient experienced fatigue ("fatigue/chronic fatigue syndrome"). On an unknown date, the patient experienced confusional state ("confusion"), dyspepsia ("digestive issues"), tooth disorder ("dental problems/pulled 21 teeth have denture and partial teeth startes falling apart"), weight increased ("weight gain / loss (specify which one)"), abdominal pain lower ("right lower abdomen pain"), abdominal pain upper ("right upper abdomen pain"), back pain ("lower back pain left side") and malaise ("sick"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, sphincter of oddi dysfunction, pancreatitis, hypoaesthesia, feeling abnormal, confusional state, dyspepsia, depression, migraine, headache, tooth disorder, neuralgia, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, diarrhoea, constipation, abdominal distension, night sweats, muscle twitching, dizziness, flatulence, abdominal pain lower, abdominal pain upper, back pain, chest pain, pain in extremity and spinal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, fatigue, abdominal pain, vomiting and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, chest pain, confusional state, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, flatulence, headache, hypoaesthesia, malaise, menorrhagia, migraine, muscle twitching, nausea, neuralgia, night sweats, pain in extremity, pancreatitis, pelvic pain, sphincter of oddi dysfunction, spinal pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 111 kgs. Hysterosalpingogram - on 20-mar-2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received: reporter added. Events- gas, right lower and upper abdomen pain, right back pain left side added, joints pain, chest pain, leg pain, neck pain, spine pain, hip pain added. Event onset dates added. Treatment drug added. Patient demographic condition added. Reporter causality comment added. Date of lab data added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 39-year-old female patient who had essure (batch no. B63028-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Current weight 270 lbs. Concurrent conditions included asthma, pancreatitis, fibroadenoma of breast and cellulitis. Concomitant products included clonazepam, dicycloverine hydrochloride (bentyl), doxepin, ethinylestradiol;norgestimate (tri-sprintec), gabapentin, hydrocodone, medroxyprogesterone acetate (depo provera), ondansetron (zofran), salbutamol (albuterol), sertraline and sucralfate (carafate). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("spotting") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), depression ("psychological or psychiatric problems condition: increase in depression") and neuralgia ("neurological conditions or problems type: nerve pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sphincter of oddi dysfunction ("diagnosed with sphinter of oddi dysfunction"), pancreatitis ("pancreatitis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain/ abdominal spasms"), vomiting ("vomiting"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating/ gas"), night sweats ("night sweats"), muscle twitching ("twitching and fluttering in her abdomen-back joints; chest; leg neck; spine; hip"), dizziness ("dizziness"), alopecia ("hair loss"), flatulence ("gastrointestinal or digestive system condition - type: gas"), arthralgia ("joint pain / hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain") and spinal pain ("spine pain"), 1 year 4 months after insertion of essure. In (B)(6) 2016, the patient experienced chronic fatigue syndrome ("fatigue/chronic fatigue syndrome"). On an unknown date, the patient experienced confusional state ("confusion"), dyspepsia ("digestive issues"), teeth brittle ("dental problems/pulled 21 teeth have denture and partial teeth startes falling apart/ teeth breaking"), abdominal pain lower ("right lower abdomen pain"), abdominal pain upper ("right upper abdomen pain / sapsms in stomach"), back pain ("lower back pain left side"), malaise ("sick"), oropharyngeal pain ("sore throat") and genital haemorrhage ("bleeding") and was found to have weight increased ("weight gain / loss (specify which one)"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, sphincter of oddi dysfunction, pancreatitis, hypoaesthesia, feeling abnormal, confusional state, dyspepsia, depression, migraine, headache, teeth brittle, neuralgia, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, diarrhoea, constipation, abdominal distension, night sweats, muscle twitching, dizziness, flatulence, abdominal pain lower, abdominal pain upper, back pain, chest pain, pain in extremity, spinal pain, oropharyngeal pain and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, chronic fatigue syndrome, abdominal pain, vomiting and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, chest pain, chronic fatigue syndrome, confusional state, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, feeling abnormal, flatulence, genital haemorrhage, headache, hypoaesthesia, malaise, menorrhagia, migraine, muscle twitching, nausea, neuralgia, night sweats, oropharyngeal pain, pain in extremity, pancreatitis, pelvic pain, sphincter of oddi dysfunction, spinal pain, teeth brittle, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s social media: oropharyngeal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), sphincter of oddi dysfunction ('diagnosed with sphinter of oddi dysfunction') and pancreatitis ('pancreatitis') in a 39-year-old female patient who had essure (batch no. B63028-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, pancreatitis, fibroadenoma of breast and cellulitis. Concomitant products included clonazepam, dicycloverine hydrochloride (bentyl), doxepin, ethinylestradiol;norgestimate (tri-sprintec), gabapentin, hydrocodone, medroxyprogesterone acetate (depo provera), ondansetron (zofran), salbutamol (albuterol), sertraline and sucralfate (carafate). On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2014, the patient experienced vaginal haemorrhage ("spotting") and menorrhagia ("menorrhagia"). In june 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), depression ("psychological or psychiatric problems condition: increase in depression") and neuralgia ("neurological conditions or problems type: nerve pain"). In july 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sphincter of oddi dysfunction (seriousness criterion medically significant), pancreatitis (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain/ abdominal spasms"), vomiting ("vomiting"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating/ gas"), night sweats ("night sweats"), muscle twitching ("twitching and fluttering in her abdomen-back joints; chest; leg neck; spine; hip"), dizziness ("dizziness"), alopecia ("hair loss"), flatulence ("gastrointestinal or digestive system condition - type: gas"), arthralgia ("joint pain / hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain") and spinal pain ("spine pain"), 1 year 4 months after insertion of essure. In january 2016, the patient experienced chronic fatigue syndrome ("fatigue/chronic fatigue syndrome"). On an unknown date, the patient experienced confusional state ("confusion"), dyspepsia ("digestive issues"), teeth brittle ("dental problems/pulled 21 teeth have denture and partial teeth startes falling apart/ teeth breaking"), abdominal pain lower ("right lower abdomen pain"), abdominal pain upper ("right upper abdomen pain / sapsms in stomach"), back pain ("lower back pain left side"), malaise ("sick") and oropharyngeal pain ("sore throat") and was found to have weight increased ("weight gain / loss (specify which one)"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, sphincter of oddi dysfunction, pancreatitis, hypoaesthesia, feeling abnormal, confusional state, dyspepsia, depression, migraine, headache, teeth brittle, neuralgia, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, diarrhoea, constipation, abdominal distension, night sweats, muscle twitching, dizziness, flatulence, abdominal pain lower, abdominal pain upper, back pain, chest pain, pain in extremity, spinal pain and oropharyngeal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, chronic fatigue syndrome, abdominal pain, vomiting and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, chest pain, chronic fatigue syndrome, confusional state, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, feeling abnormal, flatulence, headache, hypoaesthesia, malaise, menorrhagia, migraine, muscle twitching, nausea, neuralgia, night sweats, oropharyngeal pain, pain in extremity, pancreatitis, pelvic pain, sphincter of oddi dysfunction, spinal pain, teeth brittle, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s social media: oropharyngeal pain. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received : new event "sore throt" was added. Not valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the fallopian tube with surrounding dense fibrotic reaction') and pelvic pain ('pain') in a 39-year-old female patient who had essure (batch no. B63028-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Current weight 270 lbs. Concurrent conditions included asthma, pancreatitis, fibroadenoma of breast and cellulitis. Concomitant products included clonazepam, dicycloverin hydrochloride (bentyl), doxepin, ethinylestradiol;norgestimate (tri-sprintec), gabapentin, hydrocodone, medroxyprogesterone acetate (depo provera), ondansetron (zofran), salbutamol (albuterol), sertraline and sucralfate (carafate). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("spotting") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), depression ("psychological or psychiatric problems condition: increase in depression") and neuralgia ("neurological conditions or problems type: nerve pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sphincter of oddi dysfunction ("diagnosed with sphinter of oddi dysfunction"), pancreatitis ("pancreatitis"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain/ abdominal spasms"), vomiting ("vomiting"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating/ gas"), night sweats ("night sweats"), muscle twitching ("twitching and fluttering in her abdomen-back joints; chest; leg neck; spine; hip"), dizziness ("dizziness"), alopecia ("hair loss"), flatulence ("gastrointestinal or digestive system condition - type: gas"), arthralgia ("joint pain / hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain") and spinal pain ("spine pain"), 1 year 4 months after insertion of essure. In (B)(6) 2016, the patient experienced chronic fatigue syndrome ("fatigue/chronic fatigue syndrome"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), confusional state ("confusion"), dyspepsia ("digestive issues"), teeth brittle ("dental problems/pulled 21 teeth have denture and partial teeth starts falling apart/ teeth breaking"), abdominal pain lower ("right lower abdomen pain"), abdominal pain upper ("right upper abdomen pain / spasms in stomach"), back pain ("lower back pain left side"), illness ("sick"), oropharyngeal pain ("sore throat") and genital haemorrhage ("bleeding") and was found to have weight increased ("weight gain / loss (specify which one)"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, sphincter of oddi dysfunction, pancreatitis, hypoaesthesia, feeling abnormal, confusional state, dyspepsia, depression, migraine, headache, teeth brittle, neuralgia, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, diarrhoea, constipation, abdominal distension, night sweats, muscle twitching, dizziness, flatulence, abdominal pain lower, abdominal pain upper, back pain, chest pain, pain in extremity, spinal pain, oropharyngeal pain and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, chronic fatigue syndrome, abdominal pain, vomiting and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, chest pain, chronic fatigue syndrome, confusional state, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, feeling abnormal, flatulence, genital haemorrhage, headache, hypoaesthesia, illness, menorrhagia, migraine, muscle twitching, nausea, neuralgia, night sweats, oropharyngeal pain, pain in extremity, pancreatitis, pelvic pain, sphincter of oddi dysfunction, spinal pain, teeth brittle, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight: 270 lbs. Discrepancy noted in essure insertion date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s social media: oropharyngeal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: medical record received. Event "embedded within the fallopian tube with surrounding dense fibrotic reaction" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), sphincter of oddi dysfunction ("diagnosed with sphinter of oddi dysfunction") and pancreatitis ("pancreatitis") in a female patient who had essure (batch no. B63028) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, pancreatitis, fibroadenoma of breast and cellulitis. Concomitant products included cilest (tri-sprintec), clonazepam, cyclobenzaprine hydrochloride (flexeril), dicycloverine hydrochloride (bentyl), doxepin, gabapentin, hydrocodone, medroxyprogesterone (depo provera), ondansetron (zofran), salbutamol (albuterol), sertraline and sucralfate (carafate). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced hypoaesthesia ("numbness") and neuralgia ("neurological conditions or problems type: nerve pain"). On (B)(6) 2015, the patient experienced muscle twitching ("twitching and fluttering in her abdomen-back joints; chest; leg neck; spine; hip"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), feeling abnormal ("brain fog"), confusional state ("confusion"), dyspepsia ("digestive issues"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: increase in depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("severe abdominal pain/ abdominal spasms"), sphincter of oddi dysfunction (seriousness criterion medically significant), pancreatitis (seriousness criterion medically significant), vomiting ("vomiting"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating/ gas"), night sweats ("night sweats"), dizziness ("dizziness") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypoaesthesia, feeling abnormal, confusional state, dyspepsia, depression, migraine, headache, tooth disorder, neuralgia, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, sphincter of oddi dysfunction, pancreatitis, diarrhoea, constipation, abdominal distension, night sweats, muscle twitching and dizziness outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, fatigue, abdominal pain, vomiting and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, confusional state, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, headache, hypoaesthesia, menorrhagia, migraine, muscle twitching, nausea, neuralgia, night sweats, pancreatitis, pelvic pain, sphincter of oddi dysfunction, tooth disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 122.449 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events - menorrhagia, psychological or psychiatric problems condition: increase in depression, brain fog, migraines, headaches, nausea, dental problems; neurological conditions or problems type: nerve pain, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse), vaginal discharge; fatigue, weight gain, gastrointestinal or digestive system condition type: severe abdominal pain, diagnosed with sphinter of oddi dysfunction, pancreatitis, vomiting, diarrhea, gas, constipation, bloating, night sweats, abdominal spasms, twitching and fluttering in her abdomen-back; joints; chest; leg neck; spine; hip, twitching and fluttering in her abdomen-back; joints; chest; leg neck; spine; hip, dizziness; hair loss were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), sphincter of oddi dysfunction ('diagnosed with sphinter of oddi dysfunction') and pancreatitis ('pancreatitis') in a 39-year-old female patient who had essure (batch no. B63028-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Current weight 270 lbs. Concurrent conditions included asthma, pancreatitis, fibroadenoma of breast and cellulitis. Concomitant products included clonazepam, dicycloverine hydrochloride (bentyl), doxepin, ethinylestradiol;norgestimate (tri-sprintec), gabapentin, hydrocodone, medroxyprogesterone acetate (depo provera), ondansetron (zofran), salbutamol (albuterol), sertraline and sucralfate (carafate). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("spotting") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), depression ("psychological or psychiatric problems condition: increase in depression") and neuralgia ("neurological conditions or problems type: nerve pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sphincter of oddi dysfunction (seriousness criterion medically significant), pancreatitis (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain/ abdominal spasms"), vomiting ("vomiting"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating/ gas"), night sweats ("night sweats"), muscle twitching ("twitching and fluttering in her abdomen-back joints; chest; leg neck; spine; hip"), dizziness ("dizziness"), alopecia ("hair loss"), flatulence ("gastrointestinal or digestive system condition - type: gas"), arthralgia ("joint pain / hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain") and spinal pain ("spine pain"), 1 year 4 months after insertion of essure. In (B)(6) 2016, the patient experienced chronic fatigue syndrome ("fatigue/chronic fatigue syndrome"). On an unknown date, the patient experienced confusional state ("confusion"), dyspepsia ("digestive issues"), teeth brittle ("dental problems/pulled 21 teeth have denture and partial teeth startes falling apart/ teeth breaking"), abdominal pain lower ("right lower abdomen pain"), abdominal pain upper ("right upper abdomen pain / sapsms in stomach"), back pain ("lower back pain left side"), malaise ("sick"), oropharyngeal pain ("sore throat") and genital haemorrhage ("bleeding") and was found to have weight increased ("weight gain / loss (specify which one)"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, sphincter of oddi dysfunction, pancreatitis, hypoaesthesia, feeling abnormal, confusional state, dyspepsia, depression, migraine, headache, teeth brittle, neuralgia, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, diarrhoea, constipation, abdominal distension, night sweats, muscle twitching, dizziness, flatulence, abdominal pain lower, abdominal pain upper, back pain, chest pain, pain in extremity, spinal pain, oropharyngeal pain and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, chronic fatigue syndrome, abdominal pain, vomiting and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, chest pain, chronic fatigue syndrome, confusional state, constipation, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, feeling abnormal, flatulence, genital haemorrhage, headache, hypoaesthesia, malaise, menorrhagia, migraine, muscle twitching, nausea, neuralgia, night sweats, oropharyngeal pain, pain in extremity, pancreatitis, pelvic pain, sphincter of oddi dysfunction, spinal pain, teeth brittle, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s social media: oropharyngeal pain. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received- new event bleeding added. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), confusional state ("confusion") and dyspepsia ("digestive issues"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, hypoaesthesia, feeling abnormal, confusional state and dyspepsia outcome was unknown. The reporter considered confusional state, dyspepsia, feeling abnormal, hypoaesthesia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.